Event description:
It was reported that this right ventricular (rv) lead exhibited noise and low out of range pace impedance measurements of less than 200 ohms following a magnetic resonance imaging (MRI) scan. A threshold test was run and it was 2.4v at 1.0ms. Technical services (ts) recommended the patient follow up with their electrophysiologist to further analyze the lead. This lead remains in service. No adverse patient effects were reported.